Event description:
It was reported that the patient complained of pain with pacing. The lead exhibited high thresholds and was repositioned (B)(6) 2011. On (B)(6) 2011 during a follow up the patient complained of experiencing pain and the lead exhibited high thresholds. The lead had perforated the patient. The lead was explanted and replaced on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.